Event description:
It was reported the reamer shaft tip broke off going through hard calloused bone; successful bone removal that occured intra operative; removed easily without additional intervention. Patient outcome was desireable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hrx. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history review reported that criterion tool & die manufactured the drive shaft, minimum 520mm length, for use with ria, p/n 314.743, lot # 6961145, per po # (B)(4), dated (B)(4) 2013. The certificate of compliance indicates the lot was manufactured to the synthes drawing number (B)(4)¿, and conformed to specifications. The lot was inspected and conformed to the synthes, tabulated, incoming final inspection sheet number (B)(4). There were no complaint-related issues, mrrs, or ncrs associated with this lot. (B)(4) parts were released to the warehouse on (B)(4) 2013. The drive shaft was manufactured to the synthes tabulated drawing number (B)(4), released on (B)(4) 2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: this device 314.743 lot 6961145 was received with the distal working area completely broken off. The broken pieces were not returned. The entire shaft has light circumferential score marks. The drive shaft, sterile tube and reamer head are used in concert with the synthes reamer irrigator aspirator (ria). The relevant drawing was and determined to be suitable for the intended design, application and dimensional conformity. The technique guide clearly states that power drivers with greater than 6nm of torque shall be used with this instrument. Previous complaints have indicated that 3rd party drivers have been utilized in procedures, but it is unknown which driver was used in this case. This complaint indicates that this instrument broke while passing through hard calloused bone. Based on the available information in this complaint, the device is determined to be suitable for its intended use when used as recommended and the complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.